Manufacturer narrative:
Correction for reportable aware date. For the initial report 2017865-2017-05069, change the aware date to may 24, 2017.

Event description:
It was reported that a pacemaker dependent patient reported to the hospital after experiencing weakness, lightheadedness and presyncopal episodes on (B)(6) 2016. Intermittent capture was noted on the right ventricular lead. On (B)(6) 2016, he was transferred to a different hospital, where loss of pulse for 2 to 3 seconds was noted. On (B)(6) 2016, the lead was programmed unipolar. On (B)(6) 2016, the physician tried to extract the lead but could not, so the lead was repositioned. The lead tested normally in the operating room, myopotential testing was done and no problems were found. A post-operative check was performed on (B)(6) 2016 and everything tested normal. The patient was stable.